Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was approximately 240mg/dl. Reportedly, the customer disconnected, then reconnected their infusion set tubing, then cleared the alarm to address the issue.